Event description:
Boston scientific received information that this right atrial (ra) lead exhibited loss of capture (loc) along with oversensing resulting to pacing inhibition with no greater than 2 seconds of asystole. Also, low out-of-range (oor) pacing lead impedance (pli) measurement of less than 200 ohms was noted. Additional information obtained from the field representative that the cause of low pli and oversensing was not determined. The ra lead was surgically abandoned and a new lead was implanted successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.